Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of their cycler after ending their pd treatment. The patient stated during followup that fluid was found near the balloon valves above the pumps. Fluid was not found inside the cassette compartment nor on the external of the cycler set cassette. The patient reported receiving an air detected in cassette alarm multiple times during drain 0 of treatment and the treatment was cancelled. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The patient was advised to allow the cycler to dry overnight and to follow up with their peritoneal dialysis nurse (pdrn). The patient confirmed that they are trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and stated that treatment was completed using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient has received a new cycler which is working well and is continuing peritoneal dialysis therapy with no further issues.